Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿the product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while fill tubing, no drips were seen coming out of the tubing. The customer disconnected the luer lock connection and reconnected the connection. Reportedly, the customer primed the tubing and was able to see drips of insulin. The customer had not tested their blood glucose level.